Event description:
It was reported that infection was observed on the system however the infection is not believed to be from the device implant. Device and lead were explanted and a no new device and lead were implanted. Patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).